Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, g4, g7, h2, h6 and h10. The device was a demo unit and was returned for inspection. Upon testing of the device, the device failed the ID band test #12 due to a faulty ID board, the board passed the test when using the test board. The housing has minor scratches and can use as is. Review of the previous service shows no abnormalities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device evaluation determined the ID band test failed due to faulty ID board. A reference test board was used, and the device passed two hours burn in test. In addition housing unit was observed with multiple minor scratches. Data log review revealed one error 100 ref 10 indicated the generator software routines were interrupted unexpectedly by a watchdog reset and 200 ref 92, showed one time , error indicated electrode ID failure. The identified parts were replaced, and device was repaired. Once completed, the device was tested and passed all required testing, and specifications. Reported failure was found to be due to faulty ID board attributed to electronic component failure.

Event description:
It was reported that during a demo asset inspection the device ID band test failed due to faulty ID board. There was no patient involvement on this event . No user injury reported.